Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the guidewire was stuck on the catheter. The 99% stenosed target lesion was located in the artery of the left lower leg. A 3mm x 20mm coyote es balloon catheter was advanced over a non bsc guide wire. During insertion, resistance was encountered and the shaft of the balloon catheter was kinked and the guide wire got stuck on the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the coyote es catheter was received inside a coyote es shelf box. There was contrast in the balloon. The inner shaft was kinked 5mm from the proximal end of the distal markerband. The inner diameter of the inner shaft was measured and within specifications. Functional testing was performed by loading a .014" guidewire into the tip and advancing through the lumen encountering resistance. The guidewire would not advance past the location of the inner shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).